Manufacturer narrative:
Device code, no code available, refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, the side-firing surgical fiber was observed to be forward firing at 21,709 joules of use. The case was completed using a second fiber. "No pt injury" was reported.